Event description:
Additional information received from the consumer reported no appointment was made yet but would be soon. The brief jolt the patient sometimes got went away very quickly. It seemed to happen if the patient would use the programmer to check or adjust the strength of the stimulator, but it only happened sporadically.

Manufacturer narrative:
Concomitant product: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
The patient reported a brief jolting sensation after charging which goes away momentarily. The occurrence was intermittent, and only happened some of the time after charging. The patient sometimes pressed the decrease button in order to make the jolting go away. The patient later clarified that sometimes they would not feel the stimulation right away after recharging, so they would increase the "power" just a bit, which is when the jolt would occur. They would then turn the power down a bit, then increase it back to where the patient usually would leave it. They reiterated that the jolt was only momentary. The indication for use was spinal pain. A supplemental report will be submitted if additional information is received.